Event description:
On (B)(6) 2012, a female underwent aaa repair. Proximal neck length was 7 mm, both access vessel diameter was 7-9 mm and aneurysm diameter was 70 mm, therefore, the pt was not suitable for the endovascular repair. However, the physician chose the endovascular repair considering the pt age. No calcification nor thrombus was observed. A flex main body was advanced via the left femoral approach and deployed. Confirmatory angiography revealed a proximal type I endoleak, so the main body extension was placed to extend the proximal body. Resolution of the type I endoleak was confirmed, however, the right renal artery was occluded during deployment of the main body extension. Procedure was ended with the right renal artery still occluded, considering anesthetic and procedure time as well as pt age.

Manufacturer narrative:
Pt and device codes ¿ occlusion is labeled in the IFU. Event eval: still under investigation.